Event description:
A ventilator was returned to a third party service center for evaluation. There was no harm or injury reported. During the evaluation of the device at the third party service center, the device alarmed for a "ventilator inoperative" alarm condition. The device's software was reloaded to address the issue.